Event description:
It was reported that 125 days aftr implantation of 2.75x 16mm, 3.5x32mm, and 3.5x16mm taxus express2 drug eluting stents, in-stent restenoses occurred resulting in cardiogrnic shock and acute graft failure. During the initial procedures, the target lesions were located in the left anterior descending artry (lad) (2006) and right coronary artery 9rca (next day). It was noted that the patient had "complex lad disease." A pre-intervention stenosis of 99% was reported in the lad "with timi ii flow just proximal to the 1st diagonal artery." The lad lesion was pre-dilated with a 2.5x20mm maverick balloon. A 2.75x16mm boston scientific stent was deployed at 14 atm resulting in "a widely patent left anterior descending artery followign the procedure with no impingement on the diagonal (artery)." A post intervention residual stenosis of 0% was reported. Stenting of the lad was noed to have an "excellent result." No complications were reported. A pre-intervention stenosis of 90% in the proximal and mid rca was reported. The physician noted that the rca would be "finished into the morning." Hence, on the following day, the patient underwent percutaneous coronary intervention (pci) on the rca. The rca was pre-dilated with a 2.5x20mm boston scientific balloon. A 3.5x32mm boston scientific stent was deployed in the mid rca. A second 3.5x16mm boston scientific stent was deployed "just proximal" to the previous stent at 14 atm. The distal part of the vessel was "re-inflated to make sure" that the stent was totally expanded." A post- intervention residual stenosis of 0% was reported. "Successful stenting of the rca" was noted. No complications were noted. The patient reportedly received heparin during both interventions and was placed on plavix and aspirin after the procedures. The patient presented 125 days after pci with "heavy in-stent restenosis of approximately 99%, involving a large first diagonal (artery) and up into the left main artery)". "Segmental in-stent restenosis" of "approximately 80-90%" was noted in the rca. The physician recommended coronary artery bypass grafting (CABG) based on the "the degree of in-stent restenosis." The patient underwent CABG x 4: (1) - left internal mammary artery (lima) to the lad, (2)- saphenous vein graft to the rca, (3)- grafting of the diagonally artery, and (4)- grafting of the ramus artery. It was reported that the patient was discharged on plavix, aspirin and zocor. It was reported that the patient presented t the emergency department 106 days later, with complaints of "racing heart and chest pain for three weeks." She reportedly had been to two physicians and was diagnosed with "costochondritis." The patient was noted to be in "cardiogenic shock with acute graft failure." The physician proceeded with stenting of the rca. A 2.5x20mm maverick balloon was used to predilate the distal rca at 10 atms x 3, and the mid rca at 14 atms x 1.a 3.0x12mm boston scientific stent was deployed at 14 atms in the distal rca "just proximal to take off of the posterior descending artery." A 3.5x24mm boston scientific stent was deployed at 14 atms in the distal rca "just proximal to the previous stent. A 3.5x24mm boston scientific stent was then deployed at 18 atms. The deployment of a 3.5x32mm boston scientific stent was initially unsuccessful. A 3.5x24mm balloon was inflated to 16 atms for "pre-dilatation of that area," then the 3.5x32mm boston scientific stent was successfully deployed at 18 atm. Subsequently, a 3.5x24mm boston scientific stent was deployed at 18 atm. Pci on the vessel resulted in "a widely patent rca." It was reported that because of the patient's "unstable cardiac nature, it was elected to place an intraaortic balloon pump" because the patient was in "mild congestive cardiogenic shock and to allow for high risk percutaneus transluminal coronary angioplasty (ptca)" the following morning. The patient underwent ptca on the lima to lad graft next day. A 2.0x20mm maverick balloon was initially used to pre-dilate the lima at 8 atms resulting in "residual recoil." A 2.5x30mm balloon was then used and a "considerable amount of spasm" was noted. "It was elected not to stent the vessel due to concern about blocking off the retrograde flow to the lad/diagonal. "Following ptca on the 95% lesion at the anastomotic site of lima to lad, a residual stenosis of "approximately 20% " with mild residual spasm was noted. The patient received intra-coronary nitroglycerin and heparin during the procedure. Plavix, aspirin, zestril, lasix, digoxin, and coreg were prescribed after the procedure. The intervention was noted to be "successful." No complications were reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch #7773623 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, and performance specifications.